Manufacturer narrative:
Complaint conclusion: a report was received that the flushing valve of a 7 x 100mm smart control sfa stent delivery system (sds) leaked while it was being prepped for use. The device was exchanged for a 6 x 120mm smart sfa sds. During the deployment of this device, the site reported that the proximal portion of the stent could not be deployed fully. The event was treated with post-dilation of the stent with no reported patient injury. The event involved a male patient undergoing percutaneous intervention of a target lesion in the superficial femoral artery. This target lesion was described as a chronic total occlusion (cto), un-calcified and mildly tortuous. The patient¿s vasculature was accessed with a sheathless non-cordis guiding catheter, the lesion crossed with a non-cordis guidewire and the lesion pre-dilated with a cordis saber balloon. The site reported that leakage was observed at the joint of the smart control flushing port. Attempts to clarify when this occurred and whether the valve was kinked or if a build-up of pressure was felt during flushing have been unsuccessful. The 7 x 10mm smart control sds was then exchanged for a 6 x 120mm smart sds. The site reported that no damages or anomalies were noted to either smart sds packages or devices prior to use and no difficulty was experienced when removing the devices from their packaging. During the deployment of the stent of the smart sds, the site reported that the proximal portion of the stent did not deploy fully and the sds was removed. Initial attempts to cross the lesion with a 2 x 40mm non-cordis balloon were unsuccessful. This balloon was then exchanged and the lesion successfully post-dilated with a 4 x 40mm cordis saber balloon. The procedure was successfully completed with no reported patient history. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the devices for analysis, the reported customer complaints could not be confirmed and no determination of possible contributing factors could be made. According to the smart control sds instructions for use (IFU), users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. They are instructed to flush the flushing valve of the sds with heparinized saline using a 3cc syringe until saline weeps from the distal end of the catheter to expel air from the lumen. The smart sds IFU states that the use of this device is contraindicated in patients with highly calcified lesions. Users are instructed to flush the hemostasis valve with heparinized saline using a 3cc syringe to expel air. They are then instructed to lock the valve and continue flushing until the heparinized saline weeps from the distal catheter end. Prior to stent deployment, users are instructed to ensure that the device outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. The hemostasis valve should then be unlocked and stent deployment initiated by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the information available for review, there are vessel characteristics (cto) that may have contributed to the reported ¿sds ¿ deployment difficulty-partial deployment¿ event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant device: pv 55cm sheathless guiding catheter, naveed18 guidewire; and saber, cordis. Gtin # (B)(4). Phone : (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, leakage was noted at the joint part of the flushing valve during flushing of a 7x100mm smart control stent deployment system (sds). A 6x120mm smart stent was used instead. The proximal portion could not be deployed after the distal portion was deployed. The sds was removed and post-dilation was performed. There was no reported patient injury. The device will not be returned for analysis. The patient was a male but his age was unknown. The target lesion was the superficial femoral artery. The lesion was not calcified and mildly tortuous. The rate of stenosis was 100% (cto). A sheathless guiding catheter (pv 55cm) was crossed the lesion over a non-cordis guidewire. Pre-dilation was performed with a saber balloon. A 7x100mm smart control stent was flushed but leakage was observed at joint part of flushing port. It is unknown when the leakage was noted. It is unknown if the valve was kinked/bent or if a build-up of pressure felt during flushing. The stent was changed to another new 6x120mm smart stent was placed and attempted to deploy the stent. It is unknown if the sds passed through any acute bends or stents, or if there was any difficulty advancing the device to and across the lesion. It is unknown if the hemostasis valve was closed prior to removal from tray. It is unknown if there was thrombus around the stent or if any unusual force was used during the procedure. It is unknown if the slack was removed from the sds prior to deployment. However, the stent could not be deployed at proximal portion although distal portion was inflated (deployed). The stent was removed from the patient; however, it is unknown how it was removed. It is unknown if additional intervention was performed or if another stent was needed for the procedure. There were no damages or anomalies noted to the devices prior to removal from the packaging or to the packaging prior to opening. There were no damages or anomalies noted to the flushing valves and no difficulty removing the devices from the packaging. Therefore, a 2x40 non-cordis balloon was delivered to the lesion but it could not be crossed. The balloon was changed to another new balloon (1.25mm) and post-dilation was performed with a 4x40 saber balloon. The procedure finished successfully. There was no reported patient injury. The product was clinically used.